Event description:
The patient reported that the device had died suddenly and had caused her "physical chaos and pain;" she felt frustrated that the ins had reached end-of-life. The patient indicated that she was still recovering physically from a "terrible physical setback." The hcp reported at follow-up in 2007, the battery reading was at 2.56 volts; surgical replacement was considered but not performed. The hcp indicated the battery expired (depleted), much more quickly than anticipated. The patient experienced worsening symptoms two months later; her dystonia and dyskinesia became completely disabling and the patient went to the ER for treatment in 2007. The battery reading was at 1.96 volts and the patient was admitted to the hospital. The patient had required ativan and dilaudid for sedation and pain relief prior to ipg replacement. Implant of the new ipg resulted in an immediate improvement of patient symptoms. Subsequent to discharge, the patient experienced increased spasticity and dystonia symptoms and the dbs system was reprogrammed on 08/30/2007, which "has been helpful."

Manufacturer narrative:
.